Event description:
It was reported that increased capture threshold and decreased sensing were observed. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.